Event description:
Spontaneous call from patient husband - states that ms3 pump sn (B)(4) is not programmed. It is likely the one we shipped them in (B)(6) and the battery died because they just now took it out of the box. No harm to patient, was not attached to patient. Sending a replacement pump to patient for tomorrow. No further information available. Reported to (B)(6) by: patient/caregiver.